Manufacturer narrative:
The sample was not returned for evaluation. An intraoperative photo was provided. Depicted in the photo are multiple capsure fasteners that appear to be stuck together in the mesh and tissue. Based on evaluation of the photo provided multiple (3) fasteners released from the device together and remain in vivo. Without the sample to evaluate no conclusion can be made, however the most probable root cause is an event occurring during use resulting in deployment issues with the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august, 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ if/when the additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported, on (B)(6) 2021, during an laparoscopic hiatal hernia repair procedure and fundoplication, the patient was implanted with the bard/davol phasix st mesh using the bard/davol capsure straight fixation device. It was reported that the capsure straight fixation device was fired and inserted a fastener into tissue but did not release the fastener from distal tip of device, after two more pulls, it released all three fasteners at once, and they were connected to one another, but the device continued to fire tacks normally as it was tested bedside. Regarding the fasteners that were stuck together, they were in the mesh and tissue and were left in the patient. The surgeon is an experienced user of the device. There was no reported patient injury.